Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to push the wake button harder than normal to wake the pump. There was no impact to customer's blood glucose. Reportedly, customer was able to press the button and reported that the wake button was working appropriately.